Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive sheath was selected for use. The device was noted to have been leaking gas. The air was seen in the sheath during drawing back and there were excessive bubbles noted in the aspiration syringe. No air embolism occurred and no air was seen in the patient. The sheath was replaced with another sheath to complete the procedure. No patient complications were reported.